Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with multiple shocks. The patient had been non-compliant with the follow up. The patient was noted to be in sinus rhythm during the therapies. Upon interrogation it was noted that the right ventricular lead exhibited noise leading to shocks. Magnet was placed to suspend the therapy but the magnet was misplaced and the patient received subsequent device therapy. Since the patient was dnr the physician elected to turn off her high voltage therapy. The patient will continue to be monitored.